Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during the procedure to change out the device, the physician observed damage to the outer insulation of the lead. Additional insulation degradation was noted five to six centimeter distal to the area of the connection. The lead was repaired with medical adhesive and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2006. (B)(4).